Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-041: dead battery. Note 1: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Note 2: manufacturer made several attempts to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint the true metrix meter will not turn on when a test strip was inserted. The meter battery had been changed on the day of the call. The customer is using the correct battery in the correct orientation for the meter. During the call the meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer and produced test result of 191 mg/dl (undisclosed if fasting or non-fasting) using true metrix meter. Customer stated she felt tired; medical attention was not needed at the time of the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/20/2025 and open vial date is a few days prior to the call.